Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reported recurring skin infections near the end of pod wear. Reported symptoms included redness, heat, yellow discoloration, and a hard lump at the infusion site, which required antibiotic treatment (flucloxacillin). The patient expressed concern about a possible sensitivity or allergy to the cannula material. The patient reported 6 prescriptions for pod-related infusion site infections; the date of this event is not known. This is one of the six reported events (insulet reference numbers: (B)(4).